Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to use the device due to a fluid loss in the cylinder, it was reported that the reservoir was empty, it was reported that the mesh was embedded and allowed fluid to leak. The ipp was explanted and replaced. There is no additional information reported.